Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected battery longevity due to high left ventricular (lv) lead thresholds. It was noted that after the initial implant procedure, an increase in lv threshold was observed and a x-ray showed an lv lead micro-dislodgment. At the time, the decision was made not to re-intervene and monitor the patient. The device was reprogrammed and the lv threshold outputs were lowered. The lv lead and crt-d remain in use. No patient complications have been reported as a result of this event.